Event description:
Laparoscopic partial salpingectomy, left fallopian tube - "the package of the retrieval system was opened on the sterile field. The bag was found to not be attached to the metal hoop. Another incident like this one occurred approximately 2 weeks before this event involving another applied medical retrieval system. That device had the same catalog and lot numbers. Per staff, the device would not work properly during the procedure. Another device had to be used. No patient harm." "Device failed (e.g. Broke, couldn't get it to work or stopped working)."

Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation.